Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the 9600 system shut down on its own during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.